Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the z-position tip take-up was out of spec. The z-position was recalibrated. The instrument was inspected, tested without further problem, and returned to service.